Manufacturer narrative:
Pump passed the displacement and prime/delivery test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm excessive no delivery alarm due to motor error alarms. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had multiple no delivery alarms. The customer reported that they tried to manually prime, and received another no delivery alarm. Customer reported receiving no delivery alarms during bolus and basal. Blood glucose level at the time of the incident was 175 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.